Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Event description:
It was reported that the rotaflow displays the error message "head error" during practice. No patient has been involved when the failure occurred. Complaint ID:(B)(4).

Manufacturer narrative:
The initial failure description was that the rotaflow displayed the error message "head error" during practice. No patient has been involved. A getinge service technician was on site on 2021-11-12 to repair the affected rotaflow (serial# (B)(6)). The technician confirmed the reported failure and replaced the rfc (rotaflow console) control board kit (material#701034051). After the replacement the device is working as intended. Based on these investigation results the reported failure could be confirmed. The following most possible root cause could be determined for the head error: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. A device history review (DHR) was performed on 20212-12-08 and the DHR does not show any abnormality or issue that is related or could have led to the customer complaint in order to avoid reoccurrence of the reported failure, the user will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.3 / en / v14. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
Complaint ID: (B)(4).